Manufacturer narrative:
H3: product analysis of apb-1-2-hx-es, lotno:226508861 visual inspection/damage location details: the axium prime coil pushwire was found to be kinked at ~1.0cm and broken but retained by release wire at ~3.2cm from proximal end. The implant coil was found to be already detached within introducer sheath. The implant coil was found to be damaged within the introducer sheath. The axium prime coil could not be pushed out from the introducer sheath for further evaluation as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coils could not be used for resistance testing with an in-house micro catheter due to their damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The implant coil was found to be detached for pli-10. It is likely the break with the axium pushwire caused the implant coil to became detached. The model and lot numbers for the micro catheter were not provided; therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the spring coil was being delivered, it got stuck in the middle of the microcatheter and could not be delivered further. It could be delivered after replacing the coil. There was no damage observed on the catheter. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured right ophthalmic artery aneurysm with a max diameter of 3.6 2.1mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received stating that the coil did come out of the introducer sheath smoothly. The catheter was a medtronic device.